Event description:
It was reported that leakage occurred between 2 of the bd insyte-n¿ autoguard¿ shielded IV catheters and their hubs during use.

Manufacturer narrative:
Investigation:DHR review: no quality notifications were initiated during production. All challenge, set-up and in-process inspections were performed in accordance with the control plan and all passed per specifications received one 24ga iag unit (retracted needle assembly and catheter adapter assembly) along with an open-empty package from lot number: 8106682, an open-empty package for a baxter ext. Set and an extension set with a needles connector attached. Visual/microscopic evaluation: no evidence of physical-mechanical damage was observed on any of the components received traces of patient residue (blood) was present throughout the components. Water-leak test: the test was performed by connecting the end of the extension set to the water-leak test fixture and the catheter-adapter assembly to the extension set. No leakage was observed on any of the components of the unit received. Then, the test was performed by connecting the water-leak test fixture directly to the catheter-adapter assembly. No leakage was observed on any of the components received. Fluid test: the test was performed by connecting a luer lock syringe filled with water-food coloring solution to the end of the extension set connected to the catheter adapter and flushing the solution, the was unit tested with the catheter tubing clamped and un-clamped. No leakage was observed on the connection, the tubing or any of the components. The test was performed by connecting a luer lock syringe filled with water-food coloring solution to the end of the catheter adapter and flushing the solution, the unit was tested with the catheter tubing clamped and un-clamped. No leakage was observed on the connection, the tubing or any of the components. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between 2 of the bd insyte-n autoguard shielded IV catheters and their hubs during use.